Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2016 and suture was used. It was reported that the package had been already opened before it was opened. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 12/01/2016. The opened foil was examined and it was observed wrinkles by use on the foil. The foil was completely open. The seal area was examined and the sealed was continuous and no defects were noted. The needle/sutures combination were dispensed without problems and examined along of the strands and no defects or suture degradation were found. According the samples conditions, no defects were observed on the seal and the samples met the fg requirements of needle pull and tensile strength.